Event description:
The consumer reported using the product for six to eight hours. When the patch was removed, the consumer described a burn with skin removal. The consumer went to the emergency clinic where an antibiotic was dispensed and bandages were applied to the area. The area took two to three weeks to heal.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided for the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary, and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.